Event description:
Philips received a complaint on the v60 ventilator indicating that there was a blower temperature high alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. A field service engineer (fse) went to the customer site and reviewed the event logs, confirming that there was a previous occurrence of the blower temperature high alarm. The fse determined that a replacement blower assembly and motor controller (mc) printed circuit board assembly (pcba) were required to resolve the issue. Following the replacement of both parts, the fse completed a performance verification test (pvt) which the device passed, confirming a return to full functionality. The device was provided back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The product malfunction was confirmed during onsite service. The likely cause was determined to be the mc pcba and blower assembly parts.